Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 6 mg/day) via an implantable infusion pump. It was reported that the patient had a refill yesterday and heard the critical pump alarm. It was noted that the patient had an episode around a month or so ago where he felt like crap much like he did today. The pump was interrogated and showed that a motor stall occurred around 2030 last night, as well as a motor stall on (B)(6) 2018 that recovered on (B)(6) 2018. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump would be replaced and sent in for analysis. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Recall/notification z-0592-2009 does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the surgery date was 2018 (B)(6) at 16:30. No further complications were reported.

Manufacturer narrative:
Analysis found corrosion and-or wear and-or lubrication as well as stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.